Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle in pinhole form. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.